Event description:
Per the medwatch report, the consumer partially unfolded the wheelchair and sat down. As she sat down, she allegedly put her finger in the u-shaped plastic rest that holds the bar supporting the seat, amputating her finger.

Manufacturer narrative:
Information available indicates user did not have the chair fully opened. Users guide was reviewed. The guide states the following warning. "Keep hands and fingers clear of moving parts to avoid injury." "Do not place hand or fingers on the underside of the seat frame when opening or closing the wheelchair." MFR views this as a user error and not a malfunction. Device remains in use.